Event description:
It was reported that during the implant attempt, there were placement difficulties and the lead had high thresholds as only an anterior vessel was available. The lead was not used and an epicardial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935 lead, implanted (B)(6) 2014; 5076 lead, implanted (B)(6) 2014. (B)(4).